Event description:
It was initially reported the distal tip of the introducer sheath broke and detached following removal from the pt after successfully gaining access for an arteriovenous hemodialysis fistula graft procedure. No pt sequelae resulted from this event. One accustick was rec'd, evaluated and retained by this MFR. Extensive damage was noted at the distal tip of the sheath, which was torn in two adjacent locations over a length of 2-3 mm. The sheath material was displaced and damaged in several locations around the tip. No signs of material degradation were observed. The radiopaque marker was not returned for evaluation. The original site of the radiopaque marker was clearly visualized under 10x magnification. Scrape marks were noted leading away from the original site of the radiopaque marker placement and extending to the end of the sheath. Although co's f/u indicated the tip of the introducer sheath broke and detached the engineering evaluation, revealed the sheath was intact and the radiopaque marker was detached and not returned for evaluation. F/u revealed resistance was encountered upon removal of the introducer sheath. This device displayed characteristics consistent with exertion against resistance, a torn sheath and scrape marks leading away from the site of the radiopaque marker attachment which co believes may have contributed to this event.